Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-jul-03. The nurse met with the patient and placed the pump in minimum rate until a replacement could take place. A replacement is scheduled for (B)(6)2018. The rep would ask for the pump from surgery staff so it can be returned to the manufacturer. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the device was placed in the mail for return. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the motor stall had been resolved. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication in the motor gear train as well as a stall due to shaft bearing. Analysis also identified a failure of laboratory dispense testing above specification. The previously reported evaluation conclusion, method, and result codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving hydromorphone (15 mg/ml at 4.6 mg/day) and bupivacaine (5.5 mg/ml at 1.7 mg/day) via an implanted pump. The indication for use was spinal pain. It was reported the patient had a motor stall seen at initial interrogation. The event date was noted as (B)(6) 2018. The patient did not have a recent MRI and the motor stall was active. It was noted the pump was in stopped pump period may exceed tube set. No symptoms were reported and the patient's weight was (B)(6). Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the nurse that was refilling the pump reported the motor stall. The nurse read the logs to see if the motor stall recovered and the logs showed that 48 hours later another event occurred stating ¿motor stall exceed tube length.¿ the cause of the motor stall was not determined. The pump was set to minimum rate per the physician and the stall did not resolve. No further complications were reported/anticipated or expected.